Event description:
It was reported that the tibial impactor could not be disassembled from the tibial component. It took the surgeon about 30 minutes to disassemble.

Event description:
It was reported that the tibial impactor could not be disassembled from the tibial component. It took the surgeon about 30 minutes to disassemble.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a disassembly issue involving a scorpio tibial impactor/extractor was reported. The event was confirmed. A material analysis was performed. Macroscopic features on the knurled knob and the compression spring contact surfaces indicate material transfer and galling on the knurled knob and material wear on the spring. No material or manufacturing defects were observed during this analysis. No medical records were provided. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the reported disassembly issue was caused by lack of lubrication.